Event description:
It was reported the high voltage impedance is greater than 200 ohms. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received indicated there was a fracture of the pace/sense portion of the lead and the coils. The lead has now been explanted and replaced. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received indicated there was a fracture of the pace/sense portion of the lead and the coils. The lead has now been explanted and replaced. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, was analyzed and analysis revealed the distal conductor was fractured. It was further noted the defibrillation conductor was fractured, distorted and had a fracture (overstress); the distal conductor was cut, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, all insulators were breached cut, the outer insulation had cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead was stretched. Analysis visual comments note the lead appears to have been implanted with a bend at the fracture location.